Event description:
Received information stating that due to ventilator malfunction pt was placed on a second ventilator. Pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device and replaced the breath delivery unit (bdu) cpu pcb. The unit passed extended self-testing.